Event description:
It was identified during bench testing that the intellivue mp5 had a speaker malfunction. No adverse event was reported.

Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing confirmed that there was a speaker malfunction, and the speaker assembly was replaced. The device was operational after repairs were completed and the device was returned to the customer.